Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 139 mg/dl. The customer reverted to an alternate method of insulin therapy. However, a replacement pump will be sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.